Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported to angiodynamics on (B)(6) 2017: patient had a port placed on (B)(6) 2014. On (B)(6) 2017, the port was being used for apheresis utilizing a 16 gauge needle when it was noted there was blood return into the port septum. The port was removed. Upon removal it was noted it did not exhibit any apparent leaks or catheter fractures. It was reported defective device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a single titanium access port. As received, there was no catheter attached to the port. The septum contained multiple puncture marks and needle sized holes. The septum also had plastic protrusions on its surface. These protrusions are roughly needle size. Functional testing could not be performed on the returned port as it contained multiple puncture holes. Information provided by the complainant indicated the port had developed presence of significant fibrin threads. These threads were likely formed from the leaking port. The information also stated that previous huber needle sites would have sanguineous leaking out of the port during the exchange procedure. This information, along with physical observations of holes and core protrusions, point to the conclusion that either a coring needle was use or the port exceeded its septum life. Additional information also stated the port had been implanted for approximately 142 weeks, during which time it had been accessed every two weeks. Septums for this device have been tested for this time frame with non-coring needles. This information provides support for improper access needle used for accessing the port. The root cause of the septum damage is a result of use a coring needle rather than a non-coring needle as instructed in the direction for use (end user error during use of the port device). The reported packaging lot (4725661) for item number h787lvtx52130 had component (B)(4).(lot 4710867) packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: indications for use: the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion of any implanted device or indwelling catheter including but not limited to: catheter malposition, migration, drug extravasation, inadequate anchoring, and catheter fragmentation. The bayonet locking mechanism for the lifeport and vortex lp implantable port: slide the bayonet locking mechanism over the end of the catheter. The suture tab in an upright position. Dry outlet tube(s) and proximal end of the catheter. Slide catheter tip approximately half way onto the port outlet tubes(s). Slide the bayonet locking mechanism and catheter onto outlet tubes until the suture tab contacts the port body. Turn lock 90 degrees until suture tab lies flush with the port base thereby locking the catheter into place. Note with proper assembly a short "doughnut" shaped section of catheter should be visible between the bayonet locking ring and the port body. The port stem must remain perpendicular to the port base. Improper assembly may result in catheter damage, leaking or possible disconnections. Prior practice is recommended to ensure dexterity in connecting the catheter to the port. General guidelines: each access of an angiodynamics port should be performed using aseptic technique. The needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. At no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. When infusing into an angiodynamics port system, do not exceed 40 psi. Do not use a syringe size smaller than 10 ml. Smaller syringes may create an over pressurized system. Bolus injection/continuous infusion: identify the port septum by palpating outer perimeter of the port. Observing aseptic technique, prepare injection site. Attach syringe with normal saline to tubing and anti-coring needle. Insert the anti-coring needle through the skin perpendicular to the port and advance slowly until contact with the base is made. Unclamp tubing and inject 3-5 ml of normal saline to flush port catheter. Clamp tubing. Note: if vascular access, needle placement should be confirmed by aspiration. Remove syringe from tubing and attach drug syringe. Unclamp tubing and inject drug slowly. For continuous infusion, connect infusion pump to extension tubing. Tighten all connections. Position and secure height adjustable wings of infusion set. Start infusion pump. Open tubing clamp. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).